Event description:
It was reported that during a shift check, the unit was found to display system error, out of service. Revert to manual CPR. No adverse event reported.

Manufacturer narrative:
Reported complaint of "system error" and "out of service," was verified. Processor board was replaced, which remedied the complaint. Board passed final test.